Event description:
The primary IV plumset tubing life shield where it connects at the clave, broke apart during pre-medicating a patient during chemotherapy. The tubing was connected to an infusaport. There was blood backing up into the tubing. The broken end was clamped with plastic clamp. New tubing was primed and attached after port was flushed with 20 ml ns. On further inspection of tubing and comparison to new unused tubing found that the distal end of the tubing is much more pliable than the rest of the line and this is not how the tubing used to be. A new set was opened but not used on the patient. The tubing was moderately tugged on and broke in the same manner.